Event description:
It was reported that the newly unpacked nerve monitoring endotracheal tube was inserted into the designated position of the larynx when the cuff was inflated and leaked after intubation for thyroid surgery, which made it unable to use normally. There was obvious air leakage during intubation inflation. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was a brownish black colored residue on distal portions of the device when returned. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and the cuff gradually deflated. For further analysis, a leak test was performed by submerging the cuff in water and bubbles (leakage) was observed on the distal end of the cuff. Under magnification, a small puncture was found adjacent to the blue wire electrode on the distal end of the cuff. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.